Manufacturer narrative:
Visual inspection: signs of bone residual on the stem, scratches on the femoral neck due to extraction, removal residuals also on liner and femoral head.

Manufacturer narrative:
Batch review performed on 05 november 2019: lot 180817: 15 items manufactured and released on 20-jun-2018. Expiration date: 2023-06-10. No anomalies found related to the problem. To date, 14 items of the same lot have been already sold without any similar reported event. Additional devices involved: batch reviews performed on 05 november 2019: versafitcup cc trio 01.26.45.0050 acetabular shell cc trio ø 50 (k103352) lot 183942: 160 items manufactured and released on 13-sept-2018. Expiration date: 2023-09-02. No anomalies found related to the problem. To date, 156 items of the same lot have been already sold without any similar reported event. Other: screws 01.26.65.30 cancellous bone screw flat head ø 6,5 l 30 (k103352) lot 175094: 110 items manufactured and released on 13-sept-2017. Expiration date: 2022-08-30. No anomalies found related to the problem. To date, 102 items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 177708: 120 items manufactured and released on 05-mar-2018. Expiration date: 2023-02-22. No anomalies found related to the problem. To date, 112 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs manager: delayed infection in cementless tha, 9 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Visual inspection performed by medacta hip r&d project manager: signs of bone residual on the stem, scratches on the femoral neck due to extraction, removal residuals also on liner and femoral head.

Event description:
The surgeon performed a revision surgery 9 months after primary for infection (acnes bacterium). Stem, ceramic liner, ceramic head and screw revised successfully. The surgery was completed successfully.